Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope had no image. A visual inspection was performed and showed the scope to have distal tip damage and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that it was not possible to see through the scope at all during a knee scope. A backup device was available to complete the procedure with no delay or patient injuries.